Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, an incision was made approximately 1cm and myofascial separation was performed. The cone with the loop wire on the end of the peg detached from the tube when the physician was withdrawing the device outside of the stomach. The cone with the loop wire was retrieved by pulling the wire directly and the bolster was retrieved by hand through the mouth. The peg was not placed at this time. Another procedure was performed during the same day, the physician confirmed there was no bleeding on the stomach wall and placed a new peg. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the device revealed the blue pull wire to still be partially inside the packaging hoop and threaded through the otn needle sheath. The pull wire was attached to wire loop of the pullwire assembly of the delivery system and the outer ring was intact on the 20 fr domed peg tubing. The threaded portion of the pullwire assembly was found to be sheared in two and the distal end was inside the inner ring and remained inside the tubing of the 20 fr domed peg. The proximal end of the pullwire assembly was found to have the wire loop intact. The pullwire assembly cannula tip had been bent closed and was exposed approximately 9 millimeters. The fractured ends of the pullwire assembly threads show evidence of failure while undergoing both shear and torsional forces. The condition of the returned unit was consistent with the complaint incident that the pullwire tip detached. Per the event description provided, the incision was approximately 1 centimeter long. It appears the 1 centimeter incision was not adequate and excessive resistance was encountered during placement. According to the endovive safety peg kit, directions for use (dfu), gain access section "using the exposed blade of the safety scalpel provided, make a 1 to 1-1/2 cm incision at the selected incision site." And "note: too small an incision may contribute to excessive resistance on the peg tube when exiting the skin." Based on the event description and the evaluation of the returned device, the most probable root cause is anticipated procedural complication. A review of the device history record for lot 14301016 was performed and revealed no issues related to this complaint.

Manufacturer narrative:
(B)(4) - the reported event of detachment of cone with loop wire on the end from the peg tube. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, an incision was made approximately 1cm and myofascial separation was performed. The cone with the loop wire on the end of the peg detached from the tube when the physician was withdrawing the device outside of the stomach. The cone with the loop wire was retrieved by pulling the wire directly and the bolster was retrieved by hand through the mouth. The peg was not placed at this time. Another procedure was performed during the same day, the physician confirmed there was no bleeding on the stomach wall and placed a new peg. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.